Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a sharps container. The customer alleges that when the evs staff member was removing the container from the micro biology area, while picking up the container he received a puncture wound to his left hand by an object (appears to be a scalpel blade) protruding through the wall of the container. He was treated for a contaminated puncture wound with recommended hospital protocol. The employee was seen by risk management and employee health and they started the regiment of care for a contaminated needle stick. The container was 3/4 full, it was not above the full line.